Event description:
Physician was using electrical cautery during surgery when the bovie tip started glowing brightly and appeared to be on fire. Physician immediately stopped using the cautery and noticed the needle bovie tip appeared to have melted. The bovie tip was removed from the field and a new bovie pencil and tip were opened to the field. Bovie handle continued to be used. No harm to patient. Extender in use during event. Bovie tip with extension had been used throughout case without issues noted prior to "flame" event. "Fire" at tip of bovie described as "like a lit candle."